Manufacturer narrative:
The device history record for this device was reviewed. The device passed all functional and performance tests prior to release from manufacturing. There were no nonconformances related to the manufacture of this device. The device remains implanted at the time of this report. If additional information is received at a later date, a supplemental report will be filed.

Event description:
A healthcare provider that an intera 3000 hepatic artery infusion pump was flowing with variable flow rates. The dates and reported flow rates are as follows: (B)(6) 2024 1.5ml/day, (B)(6) 2024 1.5 ml/day, (B)(6) 2024 1.15 ml/day, (B)(6) 2024 1.37 ml/day, (B)(6) 2024 1.06 ml/day, and (B)(6) 2024 1.4 ml/day. After reviewing the (B)(6) 2024 flow rate with the provider (which is slightly lower than the specification), it was determined that the date was incorrectly reported. The refill occurred on (B)(6) 2024 which is a flow rate of 1.23 ml/day. The flow rates are acceptable for this device.